Event description:
Patient emailed dexcom technical support on (B)(6) 2013 to report a possible failed sensor on (B)(6) 2013. Patient did not report any medical intervention or injuries at the time of contact with dexcom technical support.